Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. During the procedure, the suture completely detached from needle. No additional information was provided. There were no patient consequences reported.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. A tangle suture in the winding former and a detached needle were returned for analysis. During the visual inspection of detached needle, the swage and attachment area were as expected. The barrel hole was examined under 20x magnification and remnant suture was noted. The suture end is severely cut (damaged), resulting in a clip off defect. Per the sample condition the assignable cause of the performance ¿ pull off suture needle, is a clip off defect, this defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking.